Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker exhibited a premature battery depletion. A request was made to have data from this device analyzed. Data analysis indicated a high power consumption of 153 micro watts. Additional information received which indicated that the device was explanted and replaced with the same model due to advisory or recall. No additional adverse patient effects were reported.